Event description:
A single pt sustained a thermal injury (corneal burn) during removal of cataract with use of phaco emulsification machine. Two sutures were placed in the eye and a contact lens to treat the burn. The pt is doing fine with no known adverse effects. Eval of the unit on 10/29/09 was done per alcon field service. Initial findings were the system was operating within specs. The hand piece was mailed to alcon and was fully functionally tested and was found to meet all functional specs.